Manufacturer narrative:
B.1 adverse event was incorrectly selected on the initial report that was submitted. B.2 required intervention was selected incorrectly on the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. G.1 manufacturing site name should of been left blank on the initial report that was submitted. H.4 codes e0506 and a24 were reported incorrectly on the initial report that was submitted. Investigation summary: no product was returned. Patient anatomy or condition prior to therapy: the cause of patient anatomy or condition prior to therapy was most likely patient condition related since patient had calcified arteries. Difficult to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had calcified arteries preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that there was difficulty implanting an impella cp due to the patient's calcified arteries. The guidewire became caught in the papillary muscle and met resistance when attempting to move the wire forward. The left ventricle was re-accessed with better wire placement, and the impella was successfully placed. A small hematoma was noted at the left femoral artery, which dried and flattened by the end of the procedure. Later, the patient was successfully weaned from the pump and survived.